Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed a battery compartment crack. In addition, the display was dim and discolored. Unrelated to these issues, the pump was returned with cosmetic flaws in the form of worn paint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. In addition, the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2016.